Event description:
Boston scientific crm received information that the patient with this newly implanted pacemaker was noted to have 'coded' with an allegation of loss of capture, and the patient later passed away. It was noted that there was loss of capture with the device and with temporary pacing. It was also noted that this patient had severe aortic stenosis and was in third degree heart block for several days prior to receiving their pacemaker.

Manufacturer narrative:
There is no additional information available. If further information becomes available, this event will be reopened.